Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no detached/broken off/missing pieces from the instrument. The instrument did not collide with any other instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. The instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. No material was missing. The blade indentation resulted in the blades not being able to fully close. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) blades could not be closed due to a missing tip blade or structure defect. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.